Event description:
Pt had partial left nephrectomy in 2002 for renal mass. #10 j.p drain placed by surgeon. The day of the event surgeon order drian discontinued. Nursing staff attempted to discontinue but met resistance and noticed drain started to tear. Surgeon was notified, and removed the drain, noted a 1/2 inch piece missing. X-ray confirmed 1.5cm surgical drain fragment in left upper quadrant. Pt to or for removal of drain fragment. Pt discharged to home.